Manufacturer narrative:
(B)(4). Evaluation summary: inomax dsir# (B)(4) was returned to the manufacturer for service investigation. The ikaria regional service center (rsc) reviewed the service log. Starting on the reported complaint date of (B)(6) 2014, the log contained 5 delivery failure (df) alarms due to backlight current below minimum. The first df alarm occurred with backlight current (604 counts) below the minimum 800 counts, which is consistent with display backlight failure. A display backlight failure is consistent with the reported complaint of the device spontaneously powering down. The rsc investigation confirmed the blank display, identified the root cause as display backlight failure and replaced the display/touchscreen subassembly. A full functional test was performed and the device operated according to specifications so it was returned to the device service pool. The root cause for this incident was display-backlight failure. This device issue occurred in the past in a similar device and resulted in a serious adverse event (MDR 3004531588-2013-00023). This condition will be tracked and trended under ikaria's quality system.

Event description:
Display backlight failure [device issue]. Oxygen saturation decreased [oxygen saturation decreased] blood pressure dropped [blood pressure decreased]. Case description: this initial device case report was received on (B)(6) 2014 from a respiratory therapist (rt) in the united states, who called ikaria customer care and requested to speak with ikaria technical services (ts) regarding inomax dsir# (B)(4). "The device spontaneously powered off'' while in use on a patient and an oxygen desaturation and drop in blood pressure occurred. Cytomegalovirus), ards (interpreted as acute respiratory distress syndrome), hypotension, "resuscitated", and hypoxia. Relevant concomitant mediation: not provided on an unspecified date, a (B)(6) female adult was transferred from another facility to the current facility for further medical intervention; no further details were provided. At the time of ER arrival, she was observed to be endotracheally intubated and attached to an avea ventilator with fio2 set at 60%, tidal volume at 270, peep at 14 cmh2o, and a respiratory rate set at 35 with volume control. The patient was admitted to the current facility with a diagnosis of hypotension, "resuscitated", bilateral pneumonia (location and type not specified) and hypoxia. Multiple chest x-rays were done which showed pleural effusion and pneumonia. No further details were provided about treatment or additional interventions. Blood cultures were collected, but no final results were provided. The rt stated the patient was not in septic shock. On (B)(6) 2014, the patient had oxygen saturations in the low to mid 90s despite being attached to the ventilator with high peep settings and fio2 of 100%; oxygen saturations as low as 85-90% were also observed. On (B)(6) 2014 between 12:00 and 13:00 inomax was started at 20 parts per million (ppm) via inomax dsir# (B)(4) due to "cardiac issues", not specified, and continued low oxygen saturations. On (B)(6) 2014, the patient had a systolic blood pressure (bp) of 110 with a heart rate of 120 and oxygen saturation in the mid-90s with fio2 at 60% and peep of 12. Then, sometime prior to 11:40 that morning, inomax dsir# (B)(4) sounded an audible alarm that alerted the bedside caregivers to an issue with the device. No further information was provided about nursing care or other interventions being provided by the bedside caregivers at the time of the alarm. The rt stated that the only way to silence the alarm was to power the device off as the display was completely blank. The rt could not clarify if the alarm was a single continuous tone or a 10 tone high priority alarm. The rt explained that the patient was very receptive to inomax so, when the device issue occurred, the patient's oxygen saturation dropped from the mid-90s to 82-84%. During the occurrence, the patient's bp dropped to 80/60 and then to 60/40 with a heart rate at 130. The rt increased the peep from 12 to 18 and the fio2 was temporarily (for 2-3 minutes) increased from 60% to 100%. After approximately 5-6 minutes the patient's oxygen saturation had risen to 88%. No further details were provided about hypotension intervention. A decision was made to switch out the device. The inoblender was not used while the replacement device was being prepped, as the physician wanted to leave the patient on the ventilator because the patient was very sensitive to changes in ventilation. When questioned about using the integrated pneumatic back-up switch, the rt stated that they did not use it because "we could not see anything" [on the monitor]. The patient was off inomax for approximately 15 minutes until the delivery system was replaced and, during that time, the patient's oxygen saturation remained between 86-88%. The inoblender was used during the actual switch out of inomax dsir# (B)(4) with it's replacement. Once inomax delivery was resumed via the replacement inomax dsir (serial number not provided), the patient's oxygen saturation increased and, at the time of the phone call with ikaria, had risen to 95% with the following avea ventilator settings: fio2 set at 60%, tv at 270, peep at 14 cmh2o, respiratory rate set at 35 with volume control. After the device had been removed from the patient, inomax dsir# (B)(4) was returned to the respiratory department for further investigation. The rt manager attempted to power up the device. When the device was powered up, the ikaria splash screen appeared and the unit then shut off, a few seconds later. The manager stated that this was repeatable x2. He verified the unit was connected to an ac outlet and the green led indicator was illuminated. He also confirmed there were no other messages on the screen or audible tones heard, "the device just shut off'. The inomax dsir# (B)(4) device was removed from service and returned to ikaria for service evaluation. In the opinion of the primary rt, the decrease in oxygen saturation into the 80s and drop in blood pressure were related to the device issue with dsir# (B)(4) delivery system and subsequent interruption of inomax delivery. Case comment: (B)(4) 2014: this is a post-marketing serious device case reporting oxygen desaturation and hypotension due to device issue. The manufacturer agrees with the reporter that the events are related to the device as the events occurred as a result of drug interruption due to device related issues. Also, similar device issue occurred in the past and resulted in a serious adverse event (refer to MDR #3004531588-2013-00023). Pulmonary embolism; pneumonia (location and type not specified), end-stage liver disease (not specified), cmv (interpreted as relevant medical history/co-morbidities: intubated, mechanical ventilation (avea), cardiac issues (not specified).